Event description:
It was reported by service report that the fowler is drifting down. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Faulty fowler head actuator.